Event description:
It was reported that a pump was reprogrammed to deliver medication to pt (medication, programmed amount and delivery rate unk). The customer stated that 30 mins after the infusion was started, no medication had been delivered. An occlusion was present, however the pump did not alarm.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and an upstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. The device also passed additional upstream occlusion testing. At this time, the date of event is unk.